Event description:
It was reported that the pt underwent a sling procedure in 2006. On the event date, the pt reported urinary frequency and urinary pain of mild intensity. The pt was treated with cipro 250 mg by mouth, twice per day for five days, and the event resolved one week later. Eleven days later, the pt reported "urinary burning" and was treated with cipro 500 mg by mouth, twice per day for seven days. The event resolved five days later.

Manufacturer narrative:
Conclusion code: suburethral slings are not intended to treat or prevent urinary tract infection. In the immediate postoperative period, any procedure in which the bladder is instrumented (catheter, sounds, etc.) Is associated with the risk of the development of urinary tract infection. In the long term, any female is at risk for urinary tract infection, particularly if they are sexually active. The development of a urinary tract infection following suburethral sling is not the result of the device itself.